Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The mother reported her child is not responding to sounds after a head trauma occurred. The user complained of pain after this event. Re-implantation is considered, however a date for surgery has not been scheduled yet.

Event description:
The mother reported her child is not responding to sounds after a head trauma occurred. The user complained of pain after this event. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The mother reported her child is not responding to sounds after a head trauma occurred. The user complained of pain after this event. The user was re-implanted.

Event description:
The mother reported her child is not responding to sound since another toddler hit her child.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.